Manufacturer narrative:
An authorized dealer service technician provided a photo of the dc1700 dental chair to kavo dental technologies. Upon review of the provided photo, it appears the lower truss area of the dental chair has broken. The exact nature and cause of the damage to the lower truss area could not be determined from the photograph. There was no report of injury or impact to patient care, and the authorized dealer service technician was directed by the kavo dental technologies, llc, technical service department to advise the customer to discontinue use of the dental chair. The dental chair is over 7 1/2 years old and is past the expected life of the device. This concludes the investigation and this report.

Event description:
An alleged malfunction of dc1700 dental chair serial number (B)(4) was reported to kavo dental technologies, llc on (B)(6) 2020 by an authorized dealer service technician. The report alleged that the model dc1700 dental chair had a cracked lower truss assembly. There was no report of injury or impact to customer care and the authorized dealer service technician was directed by the kavo dental technologies, llc, technical service department to advise the customer to discontinue use of the chair. The dental chair is over 7 1/2 years old and is past the expected life of the device.